Manufacturer narrative:
Possible products identified: 25-860-07-91, lot 33704706, 25-861-05-91, lot 33573794.

Event description:
It was reported that screws securing bsso plates were removed eight weeks after implant for unknown reasons after patient had achieved good bone consolidation. They were not replaced.